Manufacturer narrative:
There is no 4 x 6 size for the composix mesh product line, therefore, we are reporting the device as an unknown composix mesh patch. While it is unclear what, if any, surgical intervention that the patient has undergone, the allegation that the patient "will require countless more hospitalizations and surgical procedures" is being inferred that the patient has undergone some type of surgical intervention and/or hospitalization due to the mesh patch. We have contacted the initial reporter to request additional information and to request return of the device for evaluation. This MDR includes all patient, event and device information davol has received to date. Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned nor has a specific product problem been reported. No conclusion can be drawn at this time.

Event description:
Attorney reported: in 2004 - the patient underwent surgery for repair of a ventral hernia. A 4 x 6 composix mesh was implanted to repair the hernia defect. Since the patient's, original hernia repair surgery using the composix mesh, the patient has had severe complications that have arisen from the composix mesh. Due to patient's current medical situation, she experiences severe pain and discomfort daily. In addition, the patient is left with a condition that more than likely will not heal and will require countless more hospitalizations and surgical procedures. The patient has suffered and will continue to suffer physical pain and mental anguish.